Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the ins was turned off. The patient stated it was not turned off related to an issue with the device or therapy. They stated they had a feeding tube put in toward the end of last year (2018) and the stimulation was pulling on the tube. No patient complications were reported as a result of this event.